Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms and the device emitted beeping tones. Additionally, a health care professional (hcp) contacted boston scientific technical services (ts) and reported that tachycardia therapy was being programmed off in the device due to a do not resuscitate (dnr) order. No adverse patient effects were reported. This product remains implanted and in service.